Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device alarmed with a 11/004 service alarm code. The device was removed from clinical service. After a reported delay of 1 1/2 hours, therapy was continued using a replacement device. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.